Event description:
Reference number (B)(4). Event occurred in canada. It was reported that the patient experienced that infusion set cannula kinked within three hours of insertion at abdomen on (B)(6) 2025, which resulted in elevated blood glucose (342 mg/dl), therefore patient had received correction bolus via pump. The patient replaced supplies as necessary and resumed insulin sucessfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.

Manufacturer narrative:
H11:since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.